Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Device evaluation: the complaint lens was received stuck in a cartridge tip with traces of viscoelastic residue. The original lens case, folding carton, patient stickers, implant notification card, and dfu were received as well. The lens was dislodged from the cartridge tip but was damaged in the process. Visual inspection under magnification revealed lens damage (bent and crimped) and haptic damage (bent and incompletely separated), however this can be attributed to dislodging the lens from the cartridge tip and therefore cannot be confirmed to be related to manufacturing. The complaint issues device partially delivered and loading issues were confirmed, however this can be attributed to customer handling and cannot be confirmed to be related to manufacturing and therefore no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) had loading issues. The lens was partially inserted into the patient''s left eye and was removed and replaced in the same procedure. The device was evaluated and observed the lens damage which is consistent with a lens that was handled for insertion. No further information available.